Event description:
It was reported that the driver was turning on and off by itself during an orthopedic procedure. The case was completed with another drill. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device turning on and off by itself was duplicated. Based on the investigation details, the likely cause was problems with the potted trigger assembly, spacer cap, and bearings, which were each replaced. Service repaired and returned the device to the customer.